Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an appointment with the implanting physician on (B)(6) 2017. Patient's weight at the time of event was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient was charging and 45 minutes into the charging session the light on the recharger went really bright then the patient got a surge down their leg and foot. If the patient lays down they had the surge in their leg and foot and if they sit up it seems to be just in their feet. The patient stated that it is more in the right side than the left side. It took the patient an hour to charge. The patient's stimulation was on. The patient's stimulation was turned off and the surging stopped. The nurse tried turning the device back on and the issue occurred again so the stimulation was turned off. The patient was forwarded to their healthcare provider (hcp) to have their system checked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that they had not seen the patient or heard from this patient this year. The hcp office was not made aware of the situation. Hcp office had not talked to the patient and the patient had not tried communicating with them. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported the patient got a new control and it was fixed. The issue was resolved. No further complications were reported.